Manufacturer narrative:
The ICD was first interrogated. Device status was confirmed to be eos after 29 charging procedures and an implantation time of 70 months. The production process for this device was reviewed. The production documents did not show any irregularities that could be linked to the clinical observation. All production steps were correctly executed. The ICD therapy capabilities were checked. The anti-bradycardia output signal was in working order and corresponded to the values programmed for eos mode. The eos mode was reset using a technical programmer. A fibrillation signal was transmitted and the device detected the fibrillation signal as expected. Following the detection, the device proceeded to re-charge and the procedure was then aborted, which can be traced back to the battery that was already very depleted. Subsequently, the device was opened. The electronic module was connected to an external power source. The power consumption of the electronic module under load showed no irregularities. There were no indications of the electronic module malfunctioning. The battery was returned to the manufacturer for destructive analysis. The battery was opened. During a visual inspection, damage to the separators of an adjacent electrode pair was found. This compromise enabled an elevated level of internal self-discharging, which contributed to the premature battery depletion. Summary: the ICD was implanted for 70 months. During ICD analysis, an elevated level of internal self-discharging of the battery was found, which contributed to the accelerated battery depletion, thus leading to the clinical observation.

Event description:
Ous MDR - after an implantation time of about 71 months, it was reported via home monitoring that the ICD switched to eri mode on (B)(6) 2015 and showed eos on (B)(6). The patient was called in right away, and the ICD was explanted. It was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.